Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced a connection issue contributing to a development of peritonitis coincident with therapy for peritoneal dialysis. During therapy, the patient¿s titanium adapter disconnected from the transfer set. The patient reconnected the devices and continued with therapy. The patient later developed peritonitis manifested by cloudy effluent. The patient was not hospitalized for the event but was treated with unspecified antibiotics. The patient was retrained on aseptic technique and recovering from the peritonitis. The pdrn stated that she instructs her patients to check the connection each day and believes that this patient was not checking the transfer set regularly. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of of the reported problem could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.